Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed with a cleaning agent. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) microorganism was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, four (4) scopes failed the microbiological test. The evis exera iii colonovideoscope tested positive for greater than two hundred and fifty (250) cfus of pseudomonas aeruginosa and enterobacter species. The facility noted the scope tested positive for e. Coli and klebsiella pneumonia. There was no contamination or any other serious deterioration in the state of health of any person, to which the scopes could have been a contributory cause. This complaint is related to patient identifiers; (B)(6) (evis exera iii colonovideoscope, cf-h190i), cf-h190i), (B)(6) (evis exera iii gastrointestinal videoscope, gif-h190), (B)(6) (evis exera iii gastrointestinal videoscope, gif-h190).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: light guide rod lens (3x) cracked, charged coupled device cover lens chipped, cap cover lens glue had a pin hole, distal end shield damaged, bending section rubber glue worn out, bending section rubber glue discolored, connecting tube snakiness, switch 1 wear and tear, low angulation, bending tube angle return, up down plate loosened. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.